Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line during operation of pump which was reproduced. A review of the event history log identified air in line messages. The cause was determined to be ultrasonic sensor was out of calibration which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had defective air in line sensor. Additional information was received by the customer stating that pump alarmed air in line during operation. The event occurred in biomed service department during testing. There was no patient involvement. No additional information is available.